Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly, a motor error alarm, and an after battery change alarm. The customer was reverting to the back-up device because the current device had a motor error alarm. The customer's blood glucose level was 20 mmol/l. The customer cleared the alarm and cleaned the battery cap and contacts. The customer inserted a new battery and the alarm reoccurred. The customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify other alarms due to the button/keypad anomaly. The pump was received with minor scratches on the display window and a missing end cap sticker.